Manufacturer narrative:
The condition of failure code 4:508:12:24e1 was confirmed through the event history. This failure code is not attributed to a hardware defect and is not reproduced after cycling the power to the pump. No repairs to the device are needed for this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported problem was determined to be software failure. Generally, software failures only have one occurrence in the event history and do not require any remediation or hardware component replacement. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump in which the "alarm on the display is blank". It is unknown when the reported condition occurred. There was no report of patient involvement, injury, or medical intervention. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During review of the event history by baxter it was determined that the failure code 4:508:12:24e1 occurred during delivery on channel "a" on (B)(6) 2010, causing an interruption of delivery.